Event description:
New information noted the implant date of the new pacemaker system was (B)(6) 2025. Explanted device exhibited backup vvi mode and both leads were also dislodged. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-51643. Related manufacturer reference number: 2017865-2025-51649. It was reported that a patient presented to the emergency department due to unspecified symptoms they experienced while on vacation. It was suspected that dislodgement of the right atrial lead and high capture thresholds on the right ventricular lead caused patient's pacemaker battery to deplete quickly due to the high outputs. The pacing output was increased to temporarily address the issue. The patient then had a new leadless pacemaker implanted on (B)(6) 2025. Physician elected to keep the original pacemaker implanted in the patient. Patient condition was unknown.